Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported there was poor communication. The patient tried to communicate with the ins using both the programmer and recharger. The patient said both the programmer and recharger can¿t find the battery. It was unknown when the last successful recharge was. The patient said she had some other series and stuff and she was also having some tests which is why she didn¿t charge. The patient has an appointment with her hcp on (B)(6) for a possible jump start. The patient said she has never had the device jump started before. No symptoms or further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had other medical procedures so they left the device off too long. The patient thought she set it on low, but her pain increased so she called the manufacturer for help with the device. The device told the patient to call. A manufacturer representative (rep) jumped the device and the issue was resolved. The patient said she didn¿t know the battery could cause some of these issues, so now she makes sure to keep the battery charged every sunday. The patient mentioned she wished the battery didn¿t die so easily so she could set it and forget it at her relief level. The patient said the device was something she can¿t live without and her pain level was past 10. The patient said she was in real pain and couldn¿t stop her medication, rest, heat/cold, nothing and she was not going through that again. No further complications were reported. ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***

Manufacturer narrative:
Correction: event is a product problem and adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding the patient. It was reported that the hcp was unsure if the battery was overdischarged. The hcp did not know the cause of the communication issues at this time. They stated the patient would be meeting with a representative (rep) on (B)(6) 2018. The hcp reported that the patient troubleshooted issues with the rep over the phone and would meet with them for a jump start. They stated the issue was not resolved. No further complications were reported.